Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable and stopped communicating with external devices. It is unknown if the ipg was prematurely depleted. In turn, surgery occurred to explant and replace the ipg. Therapy was restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.